Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Additional information was requested, and the following was obtained: did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Was the staple line interrupted; staples not present/visible on any portion of the staple line? Two devices were involved. First device, handle was cranked three times, the fourth crank wouldn't return the device or the handle wouldn't move. Cut completely but partially stapled - some of the staples remained open. Was unable to remove device from tissue. Unknown how it was removed. Some were formed and some were never formed. Second stapler, once clamped down on tissue, device was locked out, couldn't fire. Didn't cut or deliver staples. Handle wouldn't crank. Was unable to remove device from tissue. Unknown how it was removed. There were complications, had to call in general and vascular surgeons, had to clamp the renal artery, there was blood loss, unknown amount, unknown if blood transfusion was administered. Procedure was prolonged but unknown how long. What was the exact surgical procedure? What vessel was device on when issue occurred? Was device difficult to close? Was device difficult to fire? What is meant by partially stapled? Did staples deploy at all? If so, please describe shape. Were staples on both sides of cut line or only one? Was a blood transfusion required? How was the procedure completed? Was the post-op care of patient changed in any way due to issue with devices? What is the current patient status?

Event description:
It was reported that during an unknown urological procedure, the first stapler "didn't deploy" and the second deployed but the jaws wouldn't close. The staples weren't deploying and forming but were falling out of the reload, popping out. It is unknown how the case was completed.

Manufacturer narrative:
Product complaint #(B)(4). Date sent: 4/10/2020 h1: MDR decision: not reportable upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Additional information was requested, and the following was obtained: what was the exact surgical procedure? What vessel was device on when issue occurred? Was device difficult to close? Was device difficult to fire? What is meant by partially stapled? Did staples deploy at all? If so, please describe shape. Were staples on both sides of cut line or only one? Was a blood transfusion required? How was the procedure completed? Was the post-op care of patient changed in any way due to issue with devices? What is the current patient status? Nephrectomy was case. Doc fired once on ureter and it sounded funny but worked. Second fire was on renal artery and it cut but didn't staple w second device. He manually clamped on artery and called in vascular surgeon to complete case with no patient consequences. Case was delayed thirty to forty-five minutes.

Manufacturer narrative:
(B)(4). Date sent: 11/4/2020 d4: batch # t5ep14 investigation summary the analysis found that one ec60a device arrived in the analysis lab with no apparent damage and with one gst60w reload loaded in the device. The reload was received fully fired. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete. However, several malformed staples were observed. The device was disassembled to inspect the internal components. The device was found to have both knife wings sheared off with no damage observed to the anvil or channel. The sheared knife wings result in a loss in tissue compression resulting in the malformed staples that were observed on analysis. The cause of the damage could not be determined. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch.